Event description:
Additional information received confirmed no fragments were left in the patient.

Manufacturer narrative:
Additional information was received.

Manufacturer narrative:
Method - followed up with company representative. This MDR is for 1 balloon. Please reference MDR for other balloon and MDR for cement leakage.

Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, the two balloons broke with bilateral extravasation of the contrast liquid followed by cement leakage. Could not confirm if any fragments of the balloon were left in the patient. No additional information was reported.